Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in major aortopulmonary collateral artery (mapca) using pod packing coil (pod pc). During the procedure, the physician placed three pod pcs in the target vessel using a lantern delivery microcatheter (lantern). While advancing another pod pc, the pusher assembly became kinked and, therefore, it was removed. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was damaged but intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 25.0 cm from the proximal end. The distal fractured segment was not returned for evaluation. The embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact on the proximal end of the embolization coil. Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned pod pc revealed a fractured pusher assembly and detached embolization coil. If the device is advanced against resistance or otherwise mishandled during use, the device may kink and subsequently fracture if the device is further manipulated. If the pusher assembly fractures and the pull wire is retracted out of the pusher assembly distal detachment tip (ddt), the embolization coil will detach. The pusher assembly distal fractured portion and the lantern identified in the complaint were not returned for evaluation. Further evaluation revealed a damaged pet lock and offset coil winds along the embolization coil. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.